Manufacturer narrative:
(B)(4). Event date - unknown date in (B)(6) 2018. (UDI): n/a. Concomitant medical product: catalog #: unknown, unknown nexgen femoral, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Location unknown.

Event description:
It was reported that when the jig was placed with a headless trocar tipped drill pins, one of the headless pins was trapped through the femur, into the canal and was not able to retrieved. It was reported that the patient's bone was soft.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.